Event description:
Reporter alleged the customer received a result of 147 mg/dl on the voicemate advantage system compared back to back with a result of 33 mg/dl on the emts professional system when testing was performed within 10 minutes. Reporter stated that the customer had been screaming and flapping her arms due to hypoglycemia prior to the test. Reporter stated that the emts treated the customer with sugar paste, took the customer to the ER, and there she was given an IV. No other actions were reported taken or treatment received. A request was made for the return of the affected product.